Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from the patient reported that they were unable to charge. A poor communication screen and the reposition antenna screen were seen. There was no telemetry with recharging. The patient usually charged once a week and the last time they had charged was tuesday last week. During troubleshooting the patient reported that the implantable neurostimulator recharger (insr) was stuck on the reposition antenna screen. A reset of the unit was done but it did not resolve the issue. The implantable neurostimulator (ins) was able to communicate with the patient programmer and the patient could see their settings. An antenna locate was attempted but this did not resolve the issue. The issues started (B)(6) 2016. It was later reported on (B)(6) 2016 by the manufacturer representative that the battery was overdischarged and would not charge. The patient had been unable to get the regular charging screen. A 60 minute timed trickle charge was performed. The issue did not resolve. Follow up information received from the manufacturer's representative on (B)(6) 2016 reported that the patient's ins had gone into overdischarge too many times. A surgical procedure was performed to replace the ins to a non-rechargeable model. Additional follow up information received from the patient on (B)(6) 2016 confirmed that charger "would not pick up the battery" and had been doing this for the last 3 months. The indication for use for the implanted device was noted as spinal pain it additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.